Manufacturer narrative:
Maquet cardiopulmonary (B)(4) will not be able to obtain the product back for investigation, for the product was discarded by the hospital. Therefore, we will not be able to confirm the failure. Based on the failure description received from the hospital, the most probable root cause is delamination of some gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated a CAPA process ((B)(4)) to address the appropriate corrective and preventive action. The most probable root-cause will be tracked through (B)(4), as well as continuous monitoring of upcoming complaints for trends. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.

Event description:
It was reported that a few drops of blood were observed leaking form the gas exhaust of the device during the first day of treatment. (B)(4).